Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during review of holter data collection, there was inappropriate atrial tracking and atrial oversensing observed. The leadless implantable pulse generator (ipg) remains in use. This patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.